Event description:
It was reported that needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "hello I started to use insulin pens in (B)(6) 2019. Since then I have bought 4 boxes of bd ultra fine pen needles , 4 bd nano 4 mm 32 g .from every box ,every 6 th or 7th needle was blocked . Is this normal? Do you have any better quality needles, so I don't need to discard so many needles. Consumer states that 4 boxes of 320144 had clogged needles, only one lot number was provided."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 13 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352658, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "hello I started to use insulin pens in (B)(6) 2019. Since then I have bought 4 boxes of bd ultra fine pen needles , 4 bd nano 4 mm 32 g .from every box ,every 6 th or 7th needle was blocked . Is this normal? Do you have any better quality needles, so I don't need to discard so many needles. Consumer states that 4 boxes of 320144 had clogged needles, only one lot number was provided."